Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 3:00am, the patient's mother was at home and the patient was in her apartment. The patient's mother mentioned that the patient was getting a low cgm reading on her follow app. The patient's mother texted her and since she's was not getting a reply from the patient, she alerted her phone by doing find my iphone to wake her up. The patient woke up because she texted her mother by giving a thumbs up and after that, the patient's mother went back to bed. Several hours later when the patient's mother woke up, there was gap in cgm data from 3:15am until 8:15am on the follow app. So the patient's mom called the patient but there was no response, so she called her roommate to look for her. The patient was on the floor and 911 was called and the patient was treated with IV glucose. It is unknown whether the patient experienced any alerts or alarms. There is no documentation of cgm or bg values at the time of the event. At the time of the report, the patient was at doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.